Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x16 synergy ii drug-eluting stent was advanced to treat the lesion. After the device was inflated and deflated, the physician noticed that it did not appear that there was a stent. When the stent delivery system was pulled out, the stent was on the balloon. It was alleged that it was a proximal dislodgement that was on the shaft, and when they pulled the system out, the stent was on the balloon. The balloon was inflated to confirm if it was working properly. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the stent was no longer in a crimped state on the balloon. The stent was flattened on the balloon, damage noted on 1st distal strut; it appeared stretched slightly compared to all other struts. A visual and tactile examination found the balloon wings were not tightly folded in a crimp position as the balloon was inflated and deflated. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x16 synergy ii drug-eluting stent was advanced to treat the lesion. After the device was inflated and deflated, the physician noticed that it did not appear that there was a stent. When the stent delivery system was pulled out, the stent was on the balloon. It was alleged that it was a proximal dislodgement that was on the shaft, and when they pulled the system out, the stent was on the balloon. The balloon was inflated to confirm if it was working properly. No patient complications were reported.